Manufacturer narrative:
Additional information: h3 plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. However, a field service technician performed post-serious adverse event functional compliance testing on the machine. All post-event testing passed without issue. A review of the available machine files determined that the machine performed as specified. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode 'not confirmed'. A review of the instructions for use (IFU) was also unnecessary as the complaint was not related to the function/operation of the device, or to an operator handling error. Upon completion of the investigation, no device failure could be established. The device behaved according to specification and showed no malfunction in its behavior on the basis of the machine data analysis. The reported event could not be confirmed.

Event description:
It was reported to fresenius that a patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a 5008x caresystem for renal replacement therapy (rrt) ¿coded¿ (cardiac arrest) while undergoing hd therapy on (B)(6) 2025. On 15/dec/2025, a fresenius field service technician (fst) was dispatched to perform post-serious adverse event functional compliance testing on the 5008x caresystem. All post-event testing was completed and passed without issue. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, outcome of cardiac arrest, past medical history, hospital course, discharge summary, treatment records) were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the 5008x caresystem, and the serious adverse event of cardiac arrest. The etiology of the serious adverse event remains unknown; therefore, causality could not be firmly established. However, functional compliance testing and following the serious adverse event, determined the 5008x caresystem was functioning as intended. It should be noted that the lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the 5008x caresystem can be disassociated from serious adverse event. There is no allegation or objective evidence indicating a fresenius device and/or product caused the serious adverse event. Furthermore, there was no report a fresenius product and/or device failed to meet the users¿ expectations and/or the manufacturers¿ specifications during post-event functional compliance testing.

Event description:
It was reported to fresenius that a patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a 5008x care system for renal replacement therapy (rrt) ¿coded¿ (cardiac arrest) while undergoing hd therapy on (B)(6) 2025. On 15/dec/2025, a fresenius field service technician (fst) was dispatched to perform post-serious adverse event functional compliance testing on the 5008x caresystem. All post-event testing was completed and passed without issue. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, outcome of cardiac arrest, past medical history, hospital course, discharge summary, treatment records) were unsuccessful.